Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced drifting down slowly. There was no patient involvement.

Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced drifting down slowly. There was no patient involvement.

Manufacturer narrative:
2 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. 1 device that was pending evaluation was evaluated in the field, but the issue could not be confirmed. Section h codes have been updated to reflect this.

Manufacturer narrative:
1 device that was originally coded as evaluated was found that it not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced drifting down slowly. There was no patient involvement.